Event description:
Correction : per the clinic, the patient experienced swelling and an infection which leads to pus at the magnet site (date not reported). Per the clinic, it was also reported that the patient was treated with oral antibiotics and topical steroid (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced a swelling and an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.